Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the advanced processor (ap) ap5000 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ap5000 was analyzed and the reported errors 307, 48311 were not pertain to the ap5000. Therefore, the failure was not confirmed nor replicated. In logs, errors 307, 48311 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ap5000 was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ap5000 were inspected with localhost: 8050, all values were within expectation. Then ten power cycles were performed, the ap5000 left in the golden system to idle for 1 hour with no issues found. The complaint was confirmed based on field evaluation but not failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site encountered repeated 48311 errors during system power-up despite multiple power-cycle attempts. The customer also received the messages: insufflation will not function and vision energy will not be available. Troubleshooting included powering down the system, disconnecting the blue fiber cables from the rear of the tower, and cycling the breaker. The tower continued to display 48311 errors during power-up. The procedure was aborted with no report of patient involvement or patient injury.